Event description:
The customer reported that when using the product with a foreign brand light cable (the cable had a storz connection) the temperature got up to more than 150 degrees celsius and burned out. According to the customer during the trial period the same cables were used with a demo model of the same light source and it worked well. Co's tech reported that when using this new light source with stryker cables, there is not such as over-heating as with the cables with the storz connection, but the stryker cables burn out quicker than using them with "older" light sources.